Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was receiving dilaudid (hydromorphone) (1.5mg/ml at .3224mg), clonidine (260.0mcg/ml at 55.89mcg), and bupivacaine (20.0mg/ml at 4.299mg) via an implantable pump for non-malignant pain. It was reported that patient is reporting discomfort of pump placement. She states that pump is moving and tilting with change in position (e.g. Sitting to standing, standing to laying down, etc). She is afraid pump is going to flip. Patient denies anything that led to issue. She states it has felt that way since it was replaced. She states she can feel motor/cycling of pump. This occurs most often when lying down. The healthcare provider (hcp) connected to the pump with the clinician tablet and no issues were noted in the logs. The issue is not resolved and they have a consult with neurosurgery on (B)(6) 2026.